Manufacturer narrative:
(B)(4). The device was returned to factory for evaluation. Signs of blood and clinical use were observed. The delivery device and the tension spring assembly with the seal were returned. The loading device was not returned. There delivery device was covered with blood. There was blood in and on the delivery tube. The blue slide lock was dis-engaged and the plunger was completely depressed. The blood inside the delivery tube indicates that a proper deployment of the seal took place. The seal and the tension spring assembly were intact. There was blood on the seal. No cracks or delamination of the seal coil was observed. No visual defects were observed. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based on the returned condition of the device and the evaluation results we were not able to find any failures with the device. There was no malfunction observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.